Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that stent dislodgement and migration occurred. A promus premier stent was implanted in an unspecified vessel. A second promus premier stent was then advanced but got stuck within the first stent. On attempting to disengage the second stent, the stent came off the balloon and "floated" in the left main stem (lms). The dislodged stent was then crushed with a third promus premier stent in the lms. The procedure was completed and the patient was feeling well.